Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient missed a meal announcement while using the ilet bionic pancreas, after which blood glucose rose to approximately 300 mg/dl and remained above 180 mg/dl for about 4 to 5 hours, with alerts occurring for more than 90 minutes; troubleshooting identified a suspected infusion delivery issue, and the patient was guided to replace the steel 6 mm infusion set, tubing, connector, and cartridge, then resume insulin therapy. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included technical troubleshooting and user education on infusion set and cartridge replacement. Investigation of this case revealed that insulin delivery was likely interrupted by an infusion set or cartridge-related issue that resolved after replacement and resumption of therapy. It was concluded that the event was consistent with hyperglycemia due to interrupted insulin delivery from the infusion system, with recovery after corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.